Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a hardware low-level failure (pump error 63) and pump error 58. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed. The customer was able to clear the error and complete the rewind if requested. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Mmt-1885 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit power up properly after battery installation. P-cap locked in place properly during testing. Unit was downloaded successfully using (thump software) for reference. Unit passed self test. Upon removal of battery to continue testing an unexpected flashing medtronic logo appeared. Unable to perform displacement test, sleep and active measurement current test. During download history review pump error 63 was recorded on 01/14/2025 11:41:41.000 and on 01/21/2025 07:37:17.000 with file ID: 2017 as well as line #ID: 147. Per software engineer log pump error 63 faults were triggered by system_hw_error_check macros in file. In addition there is a failure to configure ad5161 chip using i2c for setting up volume value. Failed battery was also recorded on 01/14/2025 11:41:44.000 to 11:42:19.000. Customer did not experience an unexpected power loss of less than 7 days due to no record of any battery cycles found in pump history records. Pump was cut open to perform visual inspection and found evidence of moisture damage on the electronic assembly. The following were noted during visual inspection: serial label missing, scratched case, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay. Pump error 63 alarm was confirmed in download history files due to hardware error, isolate to electronic assembly. Customer concern of pump error 58 of battery related anomalies was not confirmed per b.a.a.t. Tool. Upon removal of battery flashing medtronic logo appeared due to corrosion of electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.